Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) item not coiled properly. Handle disengaged during final step. It wasn't coiled properly and it just disengaged itself. At step 4, when pulling out the device, it separated from the handle, and the device stayed in the preparation tube. It did not reach the aorta. Used a new device to complete the procedure. No delay. No harm.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d4 UDI#; h6 problem code 1384 removed. The device was returned to the factory for evaluation on 10/28/2024. An investigation was conducted on 11/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed to be intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.221 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000404996 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.